Manufacturer narrative:
It was reported that the surgical light separated from the spring arm. The local field service technician installed the m3 screw and ensured the collar was securely in place. The light was installed in july 2017 and passed all inspections prior to the light being turned over for customer use. While it is unknown why the unit failed, the suspected root cause is a missing m3 screw. There was no patient involvement or adverse consequence reported.

Event description:
It was reported that the surgical light separated from the spring arm. There was no patient involvement or adverse consequence reported.